Manufacturer narrative:
The device was not returned. An image review was performed with screening images provided by the site and revealed the following: pre-existing endoluminal graft (elg) observed within patient's access vessel and the patient had tortuous anatomy. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of IFU/training materials revealed no deficiencies. As reported, "during the implantation of a 23mm sapien 3 ultra valve in the aortic position the valve had a bent stent strut after exiting the patients existing endoluminal graft (elg)". Per imagery, the patient had pre-existing (elg) within the access vessel, and tortuous anatomy, which can create challenging pathway during delivery system advancement. After the crimped valve exited the sheath, the delivery system with crimped valve could interact with the pre-existing graft due to tortuous anatomy with non-coaxial delivery system advancement. As the crimped valve interacted with the pre-existing (elg), it is possible the frame strut caught the (elg). If excessive force was applied, it could result in the reported bent frame damage. As such, available information suggests that patient factors (pre-existing graft/tortuous anatomy) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. The complaint events were unable to be confirmed due to unavailability of returned device and/or relevant imagery. No manufacturing non-conformance were identified during evaluation. A definitive root cause was unable to be determined, but patient factors (pre-existing graft/tortuous anatomy) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective/ or preventative actions nor product risk assessment (pra) are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported, during the implantation of a 23mm sapien 3 ultra valve in the aortic position the valve had a bent stent strut after exiting the patients existing endoluminal graft (elg). The valve was fully crimped inside the body for forty five minutes. A decision was made by the physician to deploy this valve in the descending thoracic aorta. A second 23mm sapien 3 ultra valve was deployed inside the patients existing surgical valve.